Event description:
It was reported that the device showed elective replacement indicator (eri) prior to being implanted. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed and no anomalies were found.